Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they were having issues with their external equipment and they didn't feel like the interstim therapy was helping them because they were going to the bathroom a lot and it looked like they have a uti (urinary tract infection). Patient said they didn't feel like their bladder symptoms were controller for maybe a month or two. Patient said currently they don't feel stimulation. *patient said they were on a bus and they weren't able to access their implant right now but would call back for assistance with making a possible adjustment. Patient also mentioned they were seeing their managing hcp today and they were going to ask the hcp about "creatine levels from their kidneys". Pt said they did have blood work done a they had a little bit (of creatine in their blood) and they needed to ask hcp about this. Patient asked ps if there was anything else that mdt made to help with the bladder. Ps redirected patient to hcp. Patient called back in stating that they were told that they will be called by someone, but they were unable to verify if the person to call them was from medtronic or not. Patient mentioned previously reported information and added that they were told that they would be assisted and walked through on how to use their external devices. Before agent could offer to walk patient through using their external devices, patient disconnected. Agent did not call back due to the nature of the call. Agent received call from patient in regard to the same issue previously reported. Caller stated that they already changed the program but the stim was a little too high. Agent walked the caller through the steps of adjusting the stimulation down. Caller confirmed that the stim was comfortable. The troubleshooting steps that were taken resolved the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.